Event description:
In (B)(6) 2009 the patient had a greenfield vena cava filter implanted in the inferior vena cava (ivc). In (B)(6) 2019 a CT scan was performed and revealed the struts of the filter extend beyond the lumen. There was approximately 5.2 degrees of medial tilt. There were no further complications reported.